Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "implanted and didn't like the way it say, was sitting high. Surgeon thought it might be patient anatomy, but not sure, didn't want to take a chance and so used a cemented implant instead."